Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced elevated morning blood glucose readings of approximately 140¿180 mg/dl on the ilet compared to prior typical fasting values of 80¿90 mg/dl, and the agent provided troubleshooting and education regarding algorithm function and adaptation, with referral to a clinician for further review. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and no reported injury. Investigation included customer consultation and education. Investigation of this case revealed no device malfunction reported or observed and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given insufficient evidence of device failure and possible physiologic or behavioral adaptation factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.